Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse morphine 3.0 mg/ml at 1.7897 mg/day and clonidine 250.0 mcg/ml at 149.14 mcg/day. Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and stall due shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's pump was explanted and returned to the manufacturer with no known issues. No patient symptoms were reported. The indications for use were non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
Fdc no longer applies.